Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis, surgical intervention and prolonged hospitalization. During the afib procedure, the patient developed a pericardial effusion. A pericardiocentesis was performed in which 400 cc's were removed from the pericardial space. The patient was stable at the time of transfer to the cardiac care unit (ccu) but later in the evening the patient was transferred to the operating room (or) for a pericardial window. The patient is currently stable. A small effusion noted post case but physician did not think it was a perforation as the fluid amount remained unchanged for 45minutes. The surgery (no tap) was performed hours later. This adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event it that it was patient condition related. The outcome of the adverse event was reported as improved. The patient required extended hospitalization because of the surgery extending their hospital stay. Transseptal puncture was performed with a baylis fixed versacross sheath and rf wire. Prior to noting the cardiac tamponade ablation had already been performed. No evidence of steam pop. The event occurred post ablation. An irrigated catheter was used in the event and the flow was set as per instructions for use (IFU). The correct catheter settings were selected on the generator, and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used included dashboard, vector & visitag with the visitag module parameters for stability of range: 3mm, time 3 sec and force over time (fot) of 25% and 3g. No additional filter was used with the visitag and color options used prospectively: impedance but went off of surpoint not the color of the tag.